Manufacturer narrative:
The device sp 14 004 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified. The procedure has been completed with a traditional surgery technique.